Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2023, the patient did not recall all the details but stated that the day of the event he lost consciousness and was revived by the paramedics. It is unknown who called the paramedics and at an unknown point during the event the cgm was reading 4.0 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient did not remember which treatment was given but stated that he did not need to go to the hospital. At the time of the report the patient was stable. Of note, during the report different cgm values were shared with the patient, at 12:03pm the cgm reading was 4.1 mmol/l, at 01:01pm the cgm reading was 3.8 mmol/l and at 02:03pm the cgm reading was 4.8 mmol/l. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.